Manufacturer narrative:
(B)(4). Although requested, the devices have not been returned. The customer's report of unable to restart the syringe pump modules after occlusion alarms cannot be confirmed because the devices were not returned for evaluation. Customer stated that the product would not be returned because facility biomed had already checked the devices.

Event description:
Customer reports they have had at least three instances of unable to restart the device after occlusion alarms. Patients are critically ill and are on multiple drips that are connected via a manifold. Auto pressure is enabled, back off (after occlusion) is enabled, pressure setting when using pressure sensing disc is at 700mm hg and when not using pressure sensing disc the pressure setting is at medium. When the alarm occurs the patient is often agitated. They have tried to increase the pressure 2 or 3 times and when they do they are unable to restart the pump after the alarm. Biomed has checked out the devices and found no issues. Customer has declined to send devices in for investigation. There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.